Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2014 with the following findings:the power complaint could not be duplicated. A review of the pump¿s black box data revealed a cs 128 replace battery alarm. The electrical current draws measured within specifications. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. Unrelated to the initial complaint, the pump was opened and the display screen was found to be lifted from one side due to gray tape failure.